Event description:
Related manufacturer reference number: 1627487-2022-01815. It was reported that patient¿s pc displayed the message end of life. Company manufacturer met the patient and deemed that the ipg has reached end of life. It is unknown if the battery depleted prematurely. It was also addressed that some contacts on the lead was showing high impedances. As such, surgical intervention is anticipated to address the issues.

Manufacturer narrative:
Event date: date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
A4 - patient weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the system was replaced to address the issue.